Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-nov-2020. The most recent information was received on 20-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('gynaecological surgeon appointment for device removal') in a 38-year-old female patient who had essure (batch no. A06677) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced complex regional pain syndrome ("algoneurodystrophy of the left knee") and arthralgia ("joint pain"). In (B)(6) 2017, the patient experienced nervous system disorder ("neurological problems"), amnesia ("memory loss"), migraine ("daily migraines"), balance disorder ("loss of balance"), disturbance in attention ("difficulty concentrating"), feeling hot ("suddenly feeling hot"), tachycardia ("tachycardia"), vision blurred ("blurred vision") and aphasia ("searching for my words"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (gynaecological surgeon appointment for device removal). At the time of the report, the complex regional pain syndrome, arthralgia, nervous system disorder, amnesia, migraine, balance disorder, disturbance in attention, feeling hot, tachycardia, vision blurred and aphasia had not resolved. The reporter considered amnesia, aphasia, arthralgia, balance disorder, complex regional pain syndrome, disturbance in attention, feeling hot, medical device removal, migraine, nervous system disorder, tachycardia and vision blurred to be related to essure. The reporter commented: period of onset of events reported as (B)(6) 2017, also reported since the insertion of the implants ((B)(6) 2013), algoneurodystrophy of the left knee and joint pain started two years after the device was inserted (2015)). For the neurological problem she had brain magnetic resonance imaging, also various examinations including scintigraphy, computed tomography scan, blood test, neurologist and allergist visits, gynaecological surgeon appointment for device removal. Lot number: a06677, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('gynaecological surgeon appointment for device removal') in a (B)(6) female patient who had essure (batch no. A06677) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced complex regional pain syndrome ("algoneurodystrophy of the left knee") and arthralgia ("joint pain"). In (B)(6) 2017, the patient experienced nervous system disorder ("neurological problems"), amnesia ("memory loss"), migraine ("daily migraines"), balance disorder ("loss of balance"), disturbance in attention ("difficulty concentrating"), feeling hot ("suddenly feeling hot"), tachycardia ("tachycardia"), vision blurred ("blurred vision") and aphasia ("searching for my words"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (gynaecological surgeon appointment for device removal). At the time of the report, the complex regional pain syndrome, arthralgia, nervous system disorder, amnesia, migraine, balance disorder, disturbance in attention, feeling hot, tachycardia, vision blurred and aphasia had not resolved. The reporter considered amnesia, aphasia, arthralgia, balance disorder, complex regional pain syndrome, disturbance in attention, feeling hot, medical device removal, migraine, nervous system disorder, tachycardia and vision blurred to be related to essure. The reporter commented: period of onset of events reported as (B)(6) 2017, also reported since the insertion of the implants ((B)(6) 2013), algoneurodystrophy of the left knee and joint pain started two years after the device was inserted (2015)). For the neurological problem she had brain magnetic resonance imaging, also various examinations including scintigraphy, computed tomography scan, blood test, neurologist and allergist visits, gynaecological surgeon appointment for device removal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.